Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 15-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who reported medical intervention since the last call. Customer stated that on 07/08/2024 he had gone to the hospital due to the hi obtained on the true metrix meter. Customer stated he was treated with insulin and discharged the same day when his blood glucose test result was 180 mg/dl (fasting/non-fasting not disclosed). Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer stated that he had obtained hi about 3 times. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. At the time of the initial call medical attention was not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 07/28/2022 and open vial date was not disclosed. The test strips are being stored outside of the vial in a plastic bag. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.